Event description:
It was reported that the customer has received multiple occlusion alarms during bolus delivery. Reportedly, there was cracks in the cartridge. Customer experienced elevated blood glucose levels. Customer changed cartridge and was able to successfully resume insulin.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.